Event description:
It was reported the patient experienced a loss of therapeutic effect and it was noted the patient's device was off from (B)(6). The patient was participating in a blind study during the end of (B)(6) at the hospital when he realized his device was off. The patient visited his physician's office yesterday and found out his stimulation was off again. His device was turned back on and stimulation was resumed. It was reported the patient "lit up like a christmas tree" and his stimulation was turned down from 3.5 to 2.5 where he normally had it. The patient was unable to walk when his device was off and his symptoms when "right back to where he was". It was noted the patient thought "something was turning off his device". It was reported 2 weeks later the patient experienced "serious dyskinesias" when his device was turned on after being off for 2 months. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information indicated that the patient believed his implantable neurostimulator (ins) intermittently shut itself off. It was stated that the patient didn't "monkey" with his patient programmer unless he was told to. It was stated he believed his ins was on, on the day of the report and that based on his healthcare professional (hcp) feedback, the patient was not having desired therapeutic effect. It was determined that the ins was turned off as patient programmer screen was flashing "off." It was stated the patient would like to turn ins back on, and it was confirmed he was able to turn it on. It was reported that after initially turning the ins back on he "got a blast" and "felt like he was on fire here" and he was "getting a lot of action in his arm." The patient declined to turn stimulation down, and it was stated that the patient would "stand at 2.8," referring to stimulation strength in volts. A loss of therapeutic effect prior to the report was stated. The symptoms were patient balance being "off quite a bit" and experiencing dystonia and dyskinesia. The symptoms started approximately one week prior to the report. Patient's status at the time of the report was stated as "good." It was stated the patient was "excited he felt better" and that the patient was "finally through the burning sensation and feeling great." It was also stated that deep brain stimulation (dbs) therapy changed his quality of life and that the patient had "nothing but success with this thing." It was also stated that he had recently started to have some memory problems as he got closer to turning (B)(6).

Manufacturer narrative:
Product ID: neu_unknown_prog, product type: programmer, physician; product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension; product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension; product ID: 3387s-40, lot#: v439082, implanted: (B)(6) 2010, product type: lead; product ID: 3387s-40, lot#: v399857, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider stating that the cause of the ins turning off was because the patient did not charge their battery for 9 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating the stimulation issues had been resolved and they were receiving 100% difference in activity.

Manufacturer narrative:
Event date approximate. Information references the main component of the system and other applicable components are: product ID 3387s-40 lot# v439082 implanted: (B)(6)2010 product type lead product ID 3387s-40 lot# v399857 implanted: (B)(6)2010 product type lead product ID 37085-60 serial(B)(4) implanted: (B)(6)2010 product type extension product ID 37085-60 serial(B)(4) implanted: (B)(6)2010 product type extension product ID neu_unknown_prog serial# unknown product type programmer, physician if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that their ins had gone blank 8-10 times in 8 years and shut itself off; as a result the patient was tired and weak. This had occurred again recently, and when the stimulation was turned back on it was very uncomfortable for the patient. A similar sensation occurred when they turned stimulation on for the first time and it was blasted. While trying to lower the stimulation, they saw the amplitude at lower limit screen and were unable to decrease stimulation. Recent programming adjustments had been made at the patient's last check-up because the patient had not been doing well, so the patient was redirected to follow-up with their healthcare provider.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v439082, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot# v399857, implanted: (B)(6) 2010, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Event description:
Additional information received reported that the patient also had a pacemaker and had concerns with the possible interaction with their implantable neurostimulator (ins). They noted that on at least 2 occasions the ins turned off and it was reported that the patient did not turn the ins off with the programmer. The patient also had concerns about their atrial fibrillation. He met with a nurse who told them that he was in sinus rhythm. The patient stated that they had a ablation procedure in dec (year not reported). If additional information is received, a follow up report will be sent.